Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing scars were irritated under the lifevest equipment. Patient described the area as red and irritating scabs with sores on the side where mastectomy scars are. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.